Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and a malfunction alarm occurred. The customer's blood glucose level was over 600mg/dl and small to moderate levels of ketones were observed. Reportedly, the customer administered a manual injection to treat the bg level, and continued using manual injections as alternate insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.